Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device shut off without first providing an error or alert message, which led to high blood glucose levels and hospitalization. The user reported that on the day of the event, she expierenced elevated blood glucose levels and discovered that the the infusion device had shut down unexpectedly without alerting her. The user went to the hospital. At the hospital the user obtained a blood glucose result of 697 mg/dl and was treated with an IV drip and two insulin injections (10iu and 7iu). The user was discharged the same day at approximately 11:00pm.